Event description:
A patient reported seeing an overlap between the front 2 teeth on the bottom, and on the top, they have an overlap on the left side and a gap introduced by the aligners on the right. The patient stated that the aligners have caused a tooth gap as well as gum recession caused by their aligners pressing on their gums due to their manufacturing.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.